Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer successfully rewound the insulin pump but then received a blank display anomaly. The battery compartment may only be scratched; however, the battery itself had a small crack. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any notable damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics and with corroded motor home switch. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify motor error alarm due to blank display. The insulin pump had cracked battery tube threads, cracked reservoir tube lip.